Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Beeping tones were also noted. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Beeping tones were also noted. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis. The device was later received for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Beeping tones were also noted. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.